Event description:
Patient received a cook gunther tulip filter on or about (B)(6) 2017. It is alleged "on or about (B)(6) 2018 physicians made multiple attempts to retrieve the device following an initial venogram that showed the filter severely tilted. Subsequently, the device migrated/embolized into the hepatic vein area within the hepatic parenchyma moving 180 degrees and lodged with the prongs facing superiorly. On or about (B)(6) 2018 a CT scan revealed embolization/migration of the filter into the patient's heart. An angiogram of vena cava with attempted retrieval of migrated inferior vena cava filter was performed. An echocardiogram showed the tip of the filter was lodged on the right ventricular wall of the heart with the tip under tricuspid valve leaflets and ends of the device again the apex of the ventricle. The angiogram confirmed the position of the filter and indicated there was no "safe way" to snare the filter with endovascular retrieval. On (B)(6) 2018 the patient underwent surgical removal of the gunther tulip filter from the right ventricle and tricuspid valve. The reported findings were "ivc filter in rv causing inflammatory reaction to the tissue inside and outside of the rv. The filter was successfully retrieved intact."